Event description:
It was reported that the monopolar curved scissors instrument orange insulation was noted to be broken after a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that two areas had pad printing removed. The most distal location was 0.237 x 0.21. The proximal area of the pad printing removal was 0.123 x 0.12. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. No other damage was found. The distal end of the main tube did not exhibit cracking upon inspection.